Manufacturer narrative:
One implant was returned with mount and vials were returned for investigation. Visual evaluation of the as returned products identified signs of wear and foreign material on the implant. Outer and inner vials were unsealed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. The reported malfunction (foreign matter on device) did occur. However, the event could not be verified since the condition of the products/package as received by the customer is unknown/non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient information not provided/unknown, event date not provided/unknown, additional 510k number: k013227.

Event description:
It was reported that the customer noticed debris in the implant vial.